Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative needs to bring her demo neurostimulator out of overdischarge as she forgot to charge it. Additional information received during investigation which was confirmed troubleshooting resolved the overdischarge.